Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. The returned product fluid management system was visually inspected. The number and the bar code appeared clearly and readably on the housing. The product was tested using a calibrated console with the current software. The sample failed to prime and generated a system message code. No fluid flow from the drip chamber to the cassette. Occlusion was observed in the aspiration tubing insertions to the cassette. The investigation conducted a non-conformance review of the reported lot number.no deviations, were identified and all corresponding production release specifications defined in the device master record were met. Based on the evaluation of the information and materials received, the investigation concluded that the root cause of the reported event is manufacturing related, caused by the tubing becoming occluded with adhesive which is an assembly error during the wetting of the tubing with adhesive and subsequent insertion to the cassette. No further investigative or manufacturing actions are warranted at this time. The bonding step is a manual process by an operator. The current assembly procedure and associated process was assessed and found to contain adequate controls for reducing the risk of this event from occurring. Complaint data for all products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that infusion tubing that connected to the cassette was blocked during cataract (without intraocular lens implant) surgery. The surgery was successfully completed after replacing the product with another one. There was no information about the patient impact.